Event description:
It has been reported that during surgery, while reaming for the placement of the lag screw, the tip of the lag screw reamer broke off into a few small pieces. The pieces were then retrieved by the surgeon under x-ray.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. It is stated that the product was retained by the hosp. The device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).